Event description:
Started case and worked for approximately 10 seconds of cut time then shut off.

Manufacturer narrative:
There is no service record. Without evaluating the unit, the cause for malfunction cannot be determined.